Manufacturer narrative:
(B)(4). The pipeline will not be returned for evaluation as it was implanted in the patient. Based on the customer's photos, the report that the pipeline was stuck in the capture coil was confirmed. Because the device was not returned for analysis, the event cause could not be conclusively determined. Mdrs related to this event: 2029214-2016-00068 , 2029214-2016-00069.

Event description:
Medtronic received report that a pipeline was stuck in the capture coil during a procedure. The patient was being treated for two unruptured, saccular aneurysms in the periophthalmic internal carotid artery (ica). The aneurysm measured 4mm max diameter and 3mm neck diameter. Landing zone artery size was 4.15mm distal and 4.30mm proximal. The vessel was minimally tortuous; the implantation site was in a straight segment of the vessel. All devices were prepared as per IFU. The physician attempted to implant a pipeline device. At deployment, the capture coil would not release from the pipeline. The physician delivered the entire pipeline and tracked the catheter over the pushwire to kick the pipeline off the capture coil. While using this technique, the pipeline moved distally and partially missed the landing zone. The proximal section of the pipeline still covered the two aneurysms, but the distal section covered the posterior communicating (pcom) and anterior choroidal arteries, which was not intended. Full wall apposition of the pipeline was achieved. No attempts were made to remove the pipeline. The push wire was rotated five times to detach. A second pipeline classic was implanted afterward. Post-procedure angiographic result showed stasis in the aneurysm. There have been no reports of patient symptoms or complications as a result of this event.